Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Ten system error 322 events were confirmed through review of the device's history log, and the alarm was also able to be reproduced during evaluation. Evaluation of the unit found wet solution in the area of the lower latch switch. The fluid entered into the lower switch area and compromised the function of this component. The lower aux was replaced.

Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.